Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Per instructions for use of the device, pump flipping and twisting is a known possible risk of use of the device. It was confirmed that the sutures that held down the patient's pump were torn by the way the patient was entering their bed. Internal complaint number: (B)(4).

Event description:
Agent contacted technical solutions via email to report a pump revision. It was confirmed that the sutures that held down the patient's pump were torn by the way the patient was entering their bed. As a result, the patient's pump repeatedly flipped which caused catheter tethering. The physician cut and unwound the catheter which was tethered at several locations inside the pump pocket including up against the pump stem. Physician added the catheter revision barb and catheter segment then re-anchored the pump with four heavily secured sutures in the same pocket. MFR 3010079947-2021-00100 was opened to address the catheter revision due to catheter tethering.